Event description:
(B)(4). I started having severe pain on my left side, loosing memory, heavy bleeding, loosing my hair, dental issues, fatigue, joint pain, muscle pain, back pain, fibromyalgia, depression, aadd, migraines, weight gain over 40 lbs, gallbladder issues, fatty liver. So do many more.